Event description:
A patient experienced a temporal dark shadow immediately following intraocular lens implant surgery. A lens exchange was performed approximately four weeks following the initial surgery and a different model was implanted. The patient's symptoms have resolved. No further treatment necessary.